Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code no longer applies.

Event description:
The pump was returned to the manufacturer. Per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl 2000.0 mcg/ml at 12.4mcg/day. Analysis of the pump revealed high battery resistance. (B)(4).

Event description:
Additional information was received from a consumer. The patient stated that they were in the emergency room (ER) on (B)(6) 2016, after 8474 code was first seen on their personal therapy manager (ptm). It was stated that the ER doctor refused to give the patient any medication and refused to contact the managing physician. The patient visited their clinic four days later ((B)(6) 2016 and was given a fentanyl patch and prescribed oxycontin. The patient saw the surgeon a week later (noted as either the (B)(6) 2016), and the new pump was implanted on (B)(4)2016-oct-03.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving a dose of 650mcg/day a concentration of 2000mcg/ml of fentanyl via an implantable infusion pump for non-malignant and other chronic/intract pain (trunk/limbs). It was reported that a critical alarm was occurring. The logs show reset, reset low battery, and safe state occurred on (B)(6) 2016. Withdrawal symptoms which required the patient to spend several hours in the emergency room (e.r.) Were reported. These symptoms were regarded as a sudden change in therapy. In the ER the patient was uncomfortable and given a fentanyl patch and prescribed oral hydrocodone tablets to take. Rep states that the plans are to replace the pump then send back to manufacturer for analysis. It was reported that the rep was seeing an error code of 8474 on the personal therapy manager (ptm) programmer. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.